Event description:
An infusion pump with a failure code 810:04. The event was reported to have occurred after use. No record of any patient incident involving the pump. No patient injury had been reported.